Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had rtc problem and motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Customer cannot recall their blood glucose reading. The alarm reoccurred. Troubleshooting was not completed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error or motor power supply voltage error detected alarms noted during testing. The motor was tested outside of the device and passed. (B)(4).